Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up (b5) and to provide an update to field (h3). The device was evaluated by olympus, and error message e315 was not reproduced. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error code e315 occurred because of an electrical continuity failure due to water invasion of scope connector. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed by use of a similar device. No additional treatment or extended hospital stay was required due to the device malfunction. No additional anesthesia or sedation required. The device was inspected prior to use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a 315 error. The issue occurred during a colonoscopy. There were no reports of patient harm.